Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received multiple, minimum fill messages when attempting to load multiple cartridges onto the pump. Reportedly, the cartridges were filled with approximately 150 units of insulin. Additionally, the customer reported using insulin pens to fill the cartridge. During the call with tandem technical support, the customer was able to load a new cartridge successfully. There was no impact to the customer's blood glucose level.